Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's monitor display was broken, and would not respond to stylus touch. The programmer was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis confirmed customer complaint of broken monitor; stylus not working. Stylus replaced. Upper hinges left and right worn. Hinges replaced. Cord bay latch broken. Cord bay replaced. Keyboard damaged. Keyboard replaced. Card bus release pin broken. Card bus replaced with salvage part. Lower left bullet assembly broken. Bullet assembly replaced. Media door damaged. Media door replaced. Analyzer battery found depleted. Battery was replaced. Found improper software installed. Software was re-installed. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.